Event description:
Caller reported aviva system blood glucose results of 260 mg/dl, 190 mg/dl, 130 mg/dl, and 115 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.